Event description:
It was reported that, "the doctor went to insert some screws into the acetabular component, 2 of the screws bent very severely. The screws were removed, he went to insert another screw, had difficulty getting the screw down, at which point the head of the screw driver broke off on the head of the screw. At which point restricted the acetabular from being inserted, which resulted in the doctor having to get a metal cutting burr and remove the portion of screw that was sitting proud within the acetabular component."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/ event as MFR # 2249697-2009-00544.